Manufacturer narrative:
A complete lead was returned in one piece without the stylet used at the procedure. The test stylet was inserted all the way to the distal tip and removed without any restrictions. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant. During procedure, it was noted that it was difficult to inset the guidewire into the lead lumen. The lead was not used. The patient was stable.